Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient reported that lightening had struck near his home. Many electrical devices were not working properly. The patient disconnected the transmitters power adapter and noted burn marks and physical damage inside the adapter. The device would no longer be used and replaced.